Event description:
The customer reported that the system would not load upon boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards on the motherboard and the connectors were reseated. The system was tested and found to be working as intended and put back into service.